Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a pathologist for analysis. Information identified in the paperwork indicated the patient died approximately 2.5 years post implant of the ICD. It was unknown if the death was related to the implantable cardioverter defibrillator (ICD) system. Cause of death was unknown but was suspected to be cardiac in nature. No additional information is available.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.